Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the continues to use the pump for insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.